Event description:
It was reported that after surgery, during cleaning it was observed that there was "blood oil contamination" in the "air chamber suction area". According to the report, it was observed that there were "a couple drops of blood". No other contamination was observed. There were no delays to the scheduled surgical procedure as the alleged defect was observed after the surgical procedure was completed. There were three spare devices available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. The reporter's complaint was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to improper handling. Should additional information become available, a supplemental medwatch report will be sent accordingly.